Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device along with the internal paddles that were used during the event. Physio-control was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit will be returned to the customer for use. Physio-control has recommended that the internal paddles assembly be replaced due to its age. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during an event they attempted to defibrillate a patient using internal paddles, however, their device was unable to obtain a waveform through the paddles. As a result, the device was unable to charge and shock the patient. The internal paddles being used during the event were part number 3327941-001, lot code 0409. Medical personnel then obtained a backup device, also a lifepak® 20e, and connected the same set of internal paddles. The device experienced the same issue. This initial medwatch report is to document the use/issue of the first device. Medical personnel then obtained a second backup device, a lifepak® 15. Medical personnel then used an internal paddles adapter to connect the same internal paddles to the lifepak® 15 device. Medical personnel were then able to successfully obtain a waveform through the internal paddles in order to charge the device and shock the patient. The patient, a (B)(6) female, did not survive the event. The patient had been post-operative for coronary artery bypass grafting (x2) when she went hypotensive. The patient¿s heart rhythm then went into ventricular fibrillation, thus requiring defibrillation. Medical personnel advised that the patient had been in ventricular fibrillation for approximately 20 minutes without receiving defibrillation due to not having a functional device (while medical personnel troubleshot their devices and obtained a secondary backup device). The customer advised that the doctor present during the event could not say for certain whether or not the device use contributed to the outcome of the patient. Per the risk manager, ¿in my investigation ¿ we cannot answer for certain, however we do know that early defibrillation leads to better outcomes."

Manufacturer narrative:
Physio-control downloaded the electronic records from the device for review. Upon review of the data associated with the reported event, physio-control observed that the device was initially in paddles lead ECG and recorded what appeared to be noise until lead ii was selected by the device user. An ECG waveform was then briefly displayed in lead ii until the device was disconnected from the patient, at which time no ECG waveform was displayed due to the customer switching to a different device in order to continue patient care. The electronic records also indicated that the device user made 6 attempts to adjust the pacing current upon powering on the device, followed by selecting lead and analyze in order to bring the device in and out of manual mode. There were no instances of the user pressing the charge button recorded by the device. Physio-control was unable to determine the cause of the device's reported inability to obtain the patient's ECG waveform while in paddles lead ECG. Physio-control determined that the likely cause of the reported inability to charge, or deliver therapy, was use error due to the customer not pressing the charge button when using the internal paddles.

Event description:
The customer contacted physio-control to report that during an event they attempted to defibrillate a patient using internal paddles, however, their device was unable to obtain a waveform through the paddles. As a result, the device was unable to charge and shock the patient. The internal paddles being used during the event were part number 3327941-001, lot code 0409. Medical personnel then obtained a backup device, also a lifepak® 20e, and connected the same set of internal paddles. The device experienced the same issue. This initial medwatch report is to document the use/issue of the first device. Medical personnel then obtained a second backup device, a lifepak® 15. Medical personnel then used an internal paddles adapter to connect the same internal paddles to the lifepak® 15 device. Medical personnel were then able to successfully obtain a waveform through the internal paddles in order to charge the device and shock the patient. The patient, a (B)(6) female, did not survive the event. The patient had been post-operative for coronary artery bypass grafting (x2) when she went hypotensive. The patient¿s heart rhythm then went into ventricular fibrillation, thus requiring defibrillation. Medical personnel advised that the patient had been in ventricular fibrillation for approximately 20 minutes without receiving defibrillation due to not having a functional device (while medical personnel troubleshot their devices and obtained a secondary backup device). The customer advised that the doctor present during the event could not say for certain whether or not the device use contributed to the outcome of the patient. Per the risk manager, ¿in my investigation ¿ we cannot answer for certain, however we do know that early defibrillation leads to better outcomes."